Event description:
Senseonics was made aware of an incident where the patient could not properly link the newly inserted sensor with the transmitter. The connection between sensor and the transmitter was unstable. A new transmitter was given to the customer which did not resolve the issue either. The case was escalated to next level support who issued a RMA to replace the sensor. The sensor will be returned to senseonics for further evaluation.

Manufacturer narrative:
The manufacturer is currently performing evaluation and the results will be provided in a supplemental report.

Manufacturer narrative:
The user reported that they could not properly link sensor with the transmitter. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued to retrieve both the sensor and transmitter for evaluation. In-house testing of the returned components did not reveal any malfunction. Analysis of the transmitter log indicated that the eversense app (mma) did not set the time on the transmitter, which prevented the transmitter from linking with the sensor. This condition may be related to an issue with the mma; however, the issue could not be reproduced during in-house testing. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.